Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There were no consequences for the patient and no change in the postoperative period.

Event description:
It was reported that the reload was triggered and staple performed, but we did not have an adequate formation of the staples, so it was necessary to suture it. No patient consequences reported. No further information is available.